Manufacturer narrative:
The event occurred on an unreported date two and a half week ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by feeling sick. The cause of peritonitis was not reported. The patient was hospitalized in the intensive care unit and was treated with unspecified antibiotics. Four days after the receipt of this report, the patient was discharged and antibiotics was ongoing for another two more weeks. At the time of this report, patient outcome was not reported. Pd therapy was ongoing. No additional information is available.